Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent right salpingectomy and lt partial salpingectomy and removal of right and left essure). Essure was removed on (B)(6) 2015. The reporter considered abdominal pain and abdominal pain lower to be related to essure. The reporter commented: on (B)(6) 2015, the patient underwent a diagnostic laparoscopy, right salpingectomy and removal of right essure coil, diagnostic hysteroscopy, removal of left essure coil, and left partial salpingectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 on (B)(6) 1986, (B)(6) 1992, (B)(6) 2008)), miscarriage and ectopic pregnancy. Concurrent conditions included hypertension since 1990 and cervical cancer since 2005. Concomitant products included amlodipine besilate (amlodipine besylate) since 2010, bupropion from july 2010 to april 2011, carvedilol from 2013 to 2014, hydrochlorothiazide since 2010 and prinzide (lisinopril/hctz) from 2005 to 2011. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent right salpingectomy & lt partial salpingectomy and removal of right and left essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, the patient underwent a diagnostic laparoscopy, right salpingectomy and removal of right essure coil, diagnostic hvsteroscopy, removal of left essurecoil, and left partial salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion healthcare provider result: that the essure coils were in place and properly blocking plaintiff's fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and pain were added. Concomitant products added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.